Event description:
Patient 1 - 3 7mm grafts in the mfc - 6 months continued effusion. Synovitis and soft plugs on second look.

Manufacturer narrative:
(B)(4) was notified of this incident in (B)(4), 2010, however, the information was not forwarded to (B)(4) until (B)(4), 2010. (B)(4).